Manufacturer narrative:
The reported event of device deformation could not be confirmed. One photo were received from the field, which appeared to show an occluder in the cobra conformation. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Event description:
The device reaches the release position. Cobra phenomenon occurs during release. The operation was completed after withdrawing from the body and replacing the same type of product.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The device reaches the release position. Cobra phenomenon occurs during release. The operation was completed after withdrawing from the body and replacing the same type of product.